Manufacturer narrative:
Perforation is included as a possible complication in the instruction for use (IFU) for the indigo aspiration system. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Evaluation of the returned cat7 revealed an undamaged, functional device. No damage was observed on the cat7, and the device functioned as intended when tested with the returned lightning bolt. The root cause of the reported complaint could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right iliac artery using an indigo system aspiration catheter 7 (cat7), an indigo system lightning bolt aspiration tubing (lightning bolt aspiration tubing), non-penumbra sheaths and a guidewire. During the procedure, after successfully removing the thrombus from the right iliac stents using the cat7, a distal clot was recognized at the profunda/right superficial femoral artery (sfa). Therefore, the physician advanced the sheath and the cat7 over the guidewire. The cat7 was placed in an open flow of the iliac artery. The lightning bolt aspiration tubing was turned on and it went into the rapid bolt mode. The cat7 was removed and flushed. The cat7 was advanced back in the same area of the right iliac artery. The lightning bolt aspiration tubing was turned on again and it went into the rapid bolt mode again. The physician then removed the cat7, took an angiogram and noticed a small perforation in profunda. The patient underwent surgery, and the perforation was repaired. Embolectomy was performed on the superficial femoral artery (sfa).

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text: placeholder.